Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2006. It was reported that the pt received an "ipg battery low" message. The physician decided to explant and replace the ipg on (B)(6) 2011, due to battery depletion. It is unk whether the explanted ipg will be returned to the manufacturer. No further info is available at this time.